Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit and confirmed the helium leak. To correct the issue, the fse replaced the high pressure regulator and helium tubing assembly. Then the fse performed all safety, functionality and calibration checks. All tests met factory specifications. The iabp unit was cleared for clinical use and released to the customer. Upon completion of our investigation, a supplemental report will be submitted.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11 corrected field: b5. Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. It is unknown under which circumstances this event occurred. However, there was no patient involvement, and no adverse event reported.